Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The hvad controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, users are instructed to return any damaged components to heartware. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. If returned, these devices will be analyzed and reported as required: serial # (B)(4) catalog #: 1650de exp. Date: 05/31/2017 mfg. Date: 05/31/2016. (B)(4).

Event description:
A report was received that a patient's controller was switching from one power port to the other before the battery was below a capacity of 25%. The battery was exchanged with no reported patient consequence.

Manufacturer narrative:
Two controllers and two batteries were returned for evaluation ((B)(4)). Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Review of the manufacturing documentation confirmed that the associated devices (both controllers and batteries) met all requirements for release. The reported events were confirmed through visual inspection and functional testing as follows: the alarm log files from (B)(4) revealed one power disconnect alarm recorded on (B)(6) 2015 with an invalid saw value of "0xff00", which is related to noise between the battery and the controller communication line. The batteries connected at that time were (B)(4) in ps-1 and (B)(4) in ps-2. This controller had not been upgraded to smr. The alarms log file analysis for the same controller ((B)(4)) also revealed two critical battery alarms, suggesting a communication error between controller and batteries. It should be noted that the batteries suspected of critical battery alarms ((B)(4)) and mentioned in this complaint were not involved in such events. Additionally, according to the (B)(4) data logs, there were multiple premature battery switches taking place, which could be related to communication failure or could have been caused by the user. Said premature switches involved the following batteries: (B)(4). (B)(4) reported failure (loose connector) was confirmed visually. The power port 2 connector was slightly loose. However, the controller still performed as intended. The manufacturer is currently investigating the cause of loose connectors. (B)(4) were not involved in any of the critical battery alarms. The most likely root cause of the reported event (power disconnect and critical battery alarms) can be attributed to a communication error between the controller and the batteries. The most likely cause of the loose connector in (B)(4) can be attributed to a shift in the manufacturing process. This is three of four reports (3007042319-2015-04147, 3007042319-2015-04148, 3007042319-2015-04149 and 3007042319-2015-04150) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional devices added for this complaint: (B)(4). Batteries not returned to manufacturer. (B)(4). Additional information received indicates that there was no allegation of a device deficiency associated with (B)(4). The issue could not be reproduced by manipulating the battery cables. The site further reported that the patient's next visit was planned for (B)(6) 2017 and that they were unsure as to whether the patient would be able to tolerate a controller exchange. They felt that the controller was working at the time and that the exchange of the batteries resolved the issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
(B)(4). It was reported that the patient was experiencing power switching events. One battery ((B)(4)) was returned for evaluation. The controller ((B)(4)) and two batteries ((B)(4)) were not returned for evaluation. Review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to the controller during the analysis of the unit. Results revealed that the electrical connection between the battery and a controller was stable. Log file analysis revealed that the controller ((B)(4)) contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). The most likely root cause of the reported power switching can be attributed to momentary disconnections between the controller and batteries. An internal investigation ha been open to evaluate the momentary disconnections. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
It was reported that the patient was experiencing power switching events. Three batteries, (B)(4), were returned for evaluation. The controller, (B)(4), was not returned for evaluation. Review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the batteries' connection to the controller during the analysis of the units. Results revealed that the electrical connections between the batteries and a controller were stable. Log file analysis revealed that the controller, (B)(4), contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving batteries (B)(4). The most likely root cause of the reported power switching can be attributed to momentary disconnections between the controller and batteries. Heartware has opened an internal investigation to address momentary disconnections. Brand name: heartware® ventricular assist system - battery, serial #: (B)(4), device available for evaluation: yes, 29-aug-2017, device evaluated by MFR: yes, device manufacture date: 27-may-2016, labeled for single use: no; brand name: heartware® ventricular assist system - battery, serial #: (B)(4), device available for evaluation: yes, 29-aug-2017, device evaluated by MFR: yes, device manufacture date: 05-apr-2016, labeled for single use: no; brand name: heartware® ventricular assist system - battery, serial #: (B)(4), device evaluated by MFR: yes, device manufacture date: 25-may-2016, labeled for single use: no. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Please disregard the reports sent as follow-up # 3 and follow-up # 4 under this MFR (3007042319-2016-04149), as there was a "mix up" with an older MFR #, 3007042319-2015-04149. This report, follow-up # 5, is an amendment and correction in order to compromise the issue with the two mfrs.

Manufacturer narrative:
New information provided on 12/20/2016 states that the controller will not be returned at this time as it is still in use without any problems. The next patient visit is (B)(6) 2017. When the battery was removed from service, the power switching resolved. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.